Event description:
Additional information was received that a revision procedure was performed and the device was electively explanted. Evidence suggests eri was declared by a battery voltage of 2.49v, rather than extended charge time measurement of 26 seconds. No adverse patient effects were reported during the procedure.

Event description:
The device was later returned for reliability analysis.

Event description:
Boston scientific received information that this device declared elective replacement indicator (eri). The patient implanted with this device reportedly did not hear the beeping tones and was out of contact with their clinic. Approximately three months later declared end of life (eol) with a monitoring voltage of 2.46 v and a charge time measurement of 31.5 seconds. It was reported that the patient implanted with this device endures slow ventricular tachycardia (vt) and required anti-tachycardia pacing (atp). Due to the eol status, atp and low energy shocks are not available to the patient. A replacement procedure was scheduled.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.